Event description:
The customer reported that insulin pump alarmed and was stuck in the prime/rewind loop. The blood glucose reading was 297mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose/protruded drive support disk. The device had missing end cap sticker and cracked case near the display window corners.